Event description:
As reported to coloplast though not verified, the patient experienced erosion of vaginal wall, pain, physical deformity and corrective surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.